Event description:
Home patient (hp) reports leak after pt line of homechoice set became disconnected from the transfer set. Hp reports she ended treatment and restarted with new supplies with the assistance from baxter technician. No pt injury or medical intervention required per hp.